Event description:
Hill-rom received a report from the account, stating the intellidrive would run in reverse when handles were pushed forward. The bed was located at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the amplifier/indicator board (pag) board and the power assist control module (pacm) to pag cable to be inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. If add'l relevant info is identified following completion of the repair, the add'l relevant info will be submitted in a supplemental report.